Event description:
Drug screen testing done on pt reported as positive for cocaine and amphetamines. Family questioned results and specimen was sent to outside lab which reported no drugs found. Specimen retested here with same positive results. Same specimen sent to second outside lab which reported no drugs found.